Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femora artery to support a 57 year old female who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Underlying medical history was inclusive of diabetes and renal insufficiency. The patient was on vasopressors and inotropes. The cp was inserted via the 14fr introducer in the cardiac catheterization lab and the limb showed signs of ischemia. There was difficulty palpating and locating the pulses by doppler. Both extremities were cool to the touch. The limbs were imaged by ultrasound and flow was observed, and the team treated the limb by weaning the vasoactive IV drips, which allowed for the feet to warm. Limb ischemia history was not shared by the medical team, though the presence of bilateral flow limitation on vasoactive drips, does align as possible contributors of ischemia. After the patient was transferred to the ICU there was observed groin site oozing. The bleed was treated by pressure dressing and assessing insertion angulation of the pump. The patient began to move and thrashed in the bed, which prompted use of a knee immobilizer to treat the developing hematoma. As the activated clotting time was 187 the team also held off on the systemic anticoagulation. No further intervention was needed for the minor bleed. After 4 days of support the pump was weaned and explanted. While on support the device functioned as expected, p-7 with 2.9 l/min flow with d5w with sodium bicarbonate in the purge solution.